Event description:
On (B)(6) 2017, the reporter for the patient contacted lifescan (lfs) alleging that their one touch ping meter was reading inaccurately high compared to a dexcom, continuous glucose monitor (cgm). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue first occurred around (B)(6) 2017, 09:30. She stated that the patient obtained a blood glucose reading of 504mg/dl on the subject device which she compared to 350mg/dl obtained on the cgm. Meter to cgm comparisons are invalid in determining lfs criteria for accuracy. The reporter detailed that the patient manages her diabetes with insulin pump therapy and made no change to her usual diabetes management routine as a result of the alleged product issue she stated that around 1day after the alleged product issue began the patient developed symptoms of ¿sweating and dry skin¿. The reporter denied that the patient received any treatment. At the time of troubleshooting the cca noted that the unit of measure was set correctly at the time of testing. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.